Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock due to oversensing of noisy signals. Technical services (ts) provided a review discussed possible movement artifact and troubleshooting options. It was noted that the shock was received while brushing. Auto setup was run again the patient was programmed in the primary sensing vector and was advised to brush teeth using the opposite arm. This s-ICD system remains in service. No additional adverse patient effects were reported.